Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.